Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump had an unresponsive display screen, the user could not view the screen or navigate menus, and a replacement device was provided. Symptoms included dizziness and irritability associated with elevated blood glucose, with a reported maximum of 234 mg/dl and no ketone testing, no backup therapy, no alerts for extreme hyperglycemia, and no medical intervention. Outcomes included temporary interruption to therapy and impact on blood glucose; no hospitalization occurred. Investigation included customer service troubleshooting, request for images, data review via user report, and collection of the returned device for evaluation and inspection of the returned device. Investigation of this device revealed a screen/display malfunction of the pump user interface; physical inspection will be performed following return to determine the specific component failure. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display module or associated electronics.